Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was eroding through the skin and was infected. The device was explanted and replaced. The pump contained compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model # 8703, lot # j93111839, implanted: (B)(6) 1993, explanted (B)(6) 2012. Functional checks during decontamination were acceptable no destructive analysis was performed.